Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address for customer on file

Event description:
Consumer reported complaint for low results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and tired, dry eyes, red eyes, and dry mouth. Medical attention is not reported as a result of the actual blood glucose results ad reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was performed by the customer using true metrix meter and the fasting result was 76mg/dl. Test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer will call her doctor's office. Instructed customer to call 911 and to call her doctor's office. Customer states she cannot afford to call 911 and will call her doctor's office. Customer is concerned with low readings. Customer states her meter read 77mg/dl fasting while on the phone. Provided customer the reference number and my name. 24-hour call back has been assigned.